Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009860, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009860. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009860 was manufactured according to the work instruction (wi) version 81 and manufactured in multivac m12 on 25-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is required for malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occured in the united arab emirates. It was reported that the patient was hospitalized for more than 24 hours on (B)(6) 2025 due to hyperglycemia and vomiting. The blood glucose level was 444 mg/dl at the time of event and the patient got treated with insulin pen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009860, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009860. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009860 was manufactured according to the work instruction (wi) version 81 and manufactured in multivac m12 on 25-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is required for malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.